Manufacturer narrative:
The hx6100 charger is an accessory to the sonicare toothbrush. The serial number of the charger was not provided. Device manufacturing date not available due to charger not being returned.

Event description:
Consumer called stating that the charger for their power toothbrush exploded. No injury reported.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint is determined to be a burned charger.

Manufacturer narrative:
The date previously recorded as the "returned to manufacturer" date/ "date received by manufacturer" of march 27, 2019 is not correct. The charger was returned on march 6, 2019 and failure analysis identified this component as the cause of the customer's complaint. The handle was received later on march 27, 2019 but no additional information was learned from the failure analysis. No additional follow-up is needed at this time.